Manufacturer narrative:
Device code relates to problem code for the investigation result of gauge reading inaccurately. A visual examination of the returned pneumatic hand pump revealed no damages to the device. Functional evaluation was performed and was unable to confirm the complaint for leakage; however the gauge needle reading was off by 3psi. Based on the condition of the returned device, it is most likely that the extended use of the device could have caused the component failure showing an error reading, though the encountered issue with the gauge most probably did not contribute to the reported leakage. Therefore the most probable root cause for this complaint cannot be confirmed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia dilation procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, there was a leak in the handle. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the gauge was reading inaccurately; therefore this is now an MDR reportable event.